Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was shut down and had to reset settings. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had minor scratches on screen, backlight was still bright and extremely diminished battery life that was about 10 to 15 days. Customer stated that the insulin pump had rejected new battery, it was slower during rewind and received random no delivery alerts. The insulin pump will not be returned for analysis.